Manufacturer narrative:
The technician found the mounts on the motor were worn and the motor was not in the proper placement. The technician replaced the mounts that attach the bracket to the motor and installed a new coupler to repair the bed.

Event description:
Info received indicates the bed will not go into trendelenburg or reverse trendelenburg.